Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) with ketones present. The pod was worn between 5 and 24 hours on the leg. It was noted that the pod was knocked off and the cannula dislodged from the infusion site. The patient was treated with long acting insulin via manual injection and a new pod was applied. The patient was released the following day (B)(6) 2024. The pod was removed and discarded by the legal guardian prior to visiting the hospital.